Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had experienced a bio- identification failure. A technical support specialist (tss) advised the customer to properly reboot the station via the maintenance menu. The tss verified that the station application launched completely after the reboot. The tss advised the customer to log in to the station via bio-ID, and the login was successful. It was verified that everything was working properly again. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, bio-identification was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.